Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the black image and the detached c-cover, the cause was due to an expected or random component failure without any design or manufacturing issue, due to problems caused by excessive or inadequate physical force exerted on it by another object, resulting in problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a black image and the bending section was detached from c-cover. There was no patient involvement.